Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 4 years) led to the accidental failure of the front panel. Additionally, long-term repeated use wore out the socket likely causing electrical contact failure and image malfunction.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance of the subject device at the service department of olympus (B)(4), it was found that the switches on the front panel of the subject device could not function. There was no report of patient injury associated with this event.